Manufacturer narrative:
The device was returned to olympus. Based on the provided information, the possible cause of the foreign material remaining in the device is likely due to insufficient reprocessing. The most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that the air/water nozzle was presented with foreign objects. There was no patient involvement.